Manufacturer narrative:
Block b3: exact date unknown, event occurred years prior to the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: model number/catalog number: sc-8216-50. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: artisan lead 50 cm. Unique identifier (UDI)#: (B)(4).

Event description:
It was reported that the patient was experiencing only left sided coverage. It was also stated that the patient spinal cord stimulator (scs) paddle lead had migrated after a fall. The patient underwent a procedure wherein the ipg and paddle lead were replaced.